Event description:
On (B)(6) 2011 a vns treating neurologist reported that the vns patient has fainted several times since her recent settings increase on (B)(6) 2011. The patient was implanted on (B)(6) 2011 and turned on to nominal settings on (B)(6), 2011. The patient's settings on (B)(6) 2011 were output=0.5ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=0.75ma/magnet pulse width=500usec/magnet on time=60sec. The neurologist was questioning whether or not the patient may have bradycardia due to the recent fainting events. The patient was reported to be having x-rays performed to assess whether or not electrodes were placed inverted thereby causing bradycardia. The neurologist also reported that she was planning on disabling the vns and connecting the patient to an ECG monitor to assess whether or not bradycardia is present as it has not yet been determined. Additional information was requested from the neurologist including a copy of the patient's x-rays to review but no further information has been received to date.